Event description:
New information received notes a fracture was also observed on the right ventricular lead prior to replacement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-04729. It was reported that patient presented at the emergency room. It was noted that there was noise on the right ventricular lead and an impedance anomaly was observed. The patient was scheduled for a lead revision. The right ventricular lead was capped on (B)(6) 2019 and replaced. The patient's generator was also explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri (elective replacement indicator) alert or allegation of premature battery depletion. The patient remained stable before, during and after procedure.